Event description:
It was reported that via vam assessment that the securement device was not applied per manufacturers IFU. No other information provided. It was reported this occurred with 3 devices. This report addresses the third device.

Manufacturer narrative:
H11: section a through f ¿ the information provided by bd represents all the known information at this time. This complaint was received as part of a clinical survey. Contact information was requested but not provided by the customer in the survey process. As such, any additional information including regarding the patient or subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.